Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, a cuff miss occurred and a non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the whole suture was returned undamaged and partially exposed. The knot was unraveled. The plunger, anterior cuff, and anterior needle were not returned. The scope of this investigation was limited. Inspection of the device revealed a link break at the swage end of the anterior cuff during the needle plunger retraction. A link break would directly result in a failure to retrieve the suture during the plunger retraction and could appear very similar to the reported cuff miss. Link-to-cuff detachment while retracting the needle plunger indicated that there was resistance encountered during the process. During testing, the proxy plunger was inserted and retracted successfully without any observable resistance. The whole suture was able to pulled out of the device without any observable resistance that could potentially result in a link break during plunger retraction. There was no damage to the suture to suggest that the suture might have been dragged through the device which could cause the link to detach. No manufacturing or quality issues were detected. Based on the investigation findings, the cause for the link break at the swage end of the anterior cuff could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.